Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011 it was reported that a pt developed granuloma at the catheter site, with possible thoracic cord compression. The intervention was reducing the rate of the pump on (B)(6) 2011. Severity was reported as mild. Symptom was increased pain. Event was ongoing. Additional information will be reported if it becomes available. Morphine 30 mg/ml at a dose of 5.743 mg/day was used in the pump.